Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced a pump issue. The pump was so hard the physician could not inflate or deflate the device. The physician attempted to manipulate the device under anesthesia on (B)(6) 2020 and was able to deflate the device. Following the deflation of the device, it auto-inflated again. An additional surgery is scheduled for (B)(6) 2020 to replace the pump and reservoir.

Event description:
Additional information received indicated the surgery scheduled february 18, 2020 did not occur. The patient was seen by a physician and the issues were resolved without surgery.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. The device was not received for evaluation as it remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.